Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up and down arrow buttons had began to stick a couple months earlier. The patient also reported having to press the arrow buttons harder to elicit a response. The patient reported that the keypad was intact. The patient reportedly wore the pump in an undergarment and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple button presses with increasing force to engage; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.